Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
This device was returned with MDR ID# 2134265-2014-00868 and 2134265-2014-00872. The related complaint device was returned for analysis. The returned device was fractured in two pieces. It was noted that the two pieces were from two different devices. The facility reports that there was only two devices used in the initial procedure. One device was used successfully and the other fractured. They have "no idea about the issue with the different half" of the returned device. There is no information available on this device, when it was used, and how the fracture occurred.

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed that what was received for analysis was the distal section of a device. A break had occurred in the midshaft and the proximal section of the break, including the hypotube and hub manifold was not received for analysis. An examination of the break site found the midshaft extrusion was severely stretched. The returned distal section of the break measured 33.1cm from the tip to the break site in the midshaft. A product mandrel was positioned through the wire lumen. Using a calibrated snap gauge, the outer diameter of the mandrel measured to be the correct size. The mandrel could not be withdrawn and a closer examination of the wire lumen found that the lumen was stretched down onto the mandrel and was bunched at various locations. No issues were noted with the crimped stent. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
This device was returned with MDR ID# 2134265-2014-00868 and 2134265-2014-00872. The related complaint device was returned for analysis. The returned device was fractured in two pieces. It was noted that the two pieces were from two different devices. The facility reports that there was only two devices used in the initial procedure. One device was used successfully and the other fractured. They have "no idea about the issue with the different half" of the returned device. There is no information available on this device, when it was used, and how the fracture occurred.